Event description:
It was reported that there was a need to have the control module upgraded to the ex version. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor and the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.